Manufacturer narrative:
The pump has been returned to animas for evaluation an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. . There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: on investigation, the pump powered on normally with a fully illuminated display screen. There was no damage found to the display screen or any of its components. Investigation did not duplicate the complaint.